Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient during post-op. It was reported that the chronic lead of the patient was displaced.  It was a non-workable lead because of displacement.  The physician removed the lead.  No further information was reported regarding the explant.